Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged as confirmed via fluoroscopy. The physician suspected the dislodgment was related to a patient's strong fall after implant. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Inspection of the lead body and electrode tip found no anomalies. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break. However, testing did not identify any lead characteristics that would have resulted in dislodgement. It is important to note that lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension and retraction at the time the lead was explanted.